Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was admitted to the hospital on (B)(6) 2013 with an intra-trochanteric fractured left femur. Patient was implanted with a proximal femoral nail antirotation (pfna) nail, and perforated blade on (B)(6) 2013. Patient was discharged after rehabilitation. On (B)(6) 2013 patient presented to the hospital with pain in the left hip. Upon examination it was discovered the pfna blade had cut out and the femoral head fell into varus. The patient was returned to the operating room on (B)(6) 2013 for removal of hardware and revision to another pfna construct. Surgeon felt the cut out of the blade may have been related to the blade position being short and the patient history being a contributing factor. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.